Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited poor sensing and high threshold measurements shortly after implant due to suspected lead dislodgement. Surgical intervention was performed and the lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
New information received indicates that this lead was not explanted as previously reported but was instead successfully repositioned and remains in service.